Manufacturer narrative:
The reported event of loss of sensing was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for implant procedure. During the procedure when placing the right atrial (ra) lead, it was noted that the lead was unable to sense. Therefore, the physician elected to successfully implant a different lead instead. There were no patient consequences.